Event description:
Consumer reports testing with bd logic and receiving a reading of 294, tested with competitive meter immediately and received an 87. Analysis run on clarke error grid using competitive reading (87) vs. Bd. Reading (294) yielded a data point in the "c" zone of the grid, outside acceptable range.